Event description:
72 year old male patient, diagnosed with squamous cell carcinoma of the anterior chest wall, who underwent tumour resection plus neck and anterior chest flap on (B)(6) 2024, who was under invasive arterial pressure monitoring, dysfunctional line, during catheter healing on (B)(6) 2024. A fracture was observed with complete section of the catheter, leaving a segment of the catheter inside the patient's right radial artery. An assessment by interventional radiology was requested to try to remove the catheter vs. Referral to haemodynamics, and arterial doppler of the upper limbs was sent. Doppler ultrasound of arterial vessels of upper limbs, performed on (B)(6) 2024 shows the following findings:the subclavian was not assessed due to recent postoperative period. The axillary, humeral, radial and ulnar arteries are patent, with normal pattern on pulsed doppler. Intraluminal echogenic material is present in the middle and proximal thirds, corresponding to the fragmented arterial line. There is colour doppler flow peripheral to the material, without associated thrombosis. It has a length of about 6 to 7 cm. Conclusion: foreign body described in the lumen of the radial artery, without associated thrombosis. Arteries evaluated without stenotic segments. On (B)(6) 2024 the patient is assessed by interventional radiology who performs the procedure through peripheral arteriography of the right upper extremity, achieving complete removal of the foreign body that was in the artery, procedure performed without complications. On (B)(6) 2024 the patient was assessed by plastic surgery 8 days after chest reconstruction with a free flap, and was found to be in good condition.

Manufacturer narrative:
The involved arterial catheter is not available. From the description the line was functionings 3 days. There is no information relative neither to the catheter's fixation/dressing nor to the care and maintenance of the catheter. The cautions are described in the IFU as follows: insertion procedure : 13. Secure the catheter to the skin and dress the insertion site with a dressing as per established protocol. Cautions : do not suture directly around the catheter as this will result in catheter occlusion or damage. Fixation of the catheter helps to preserve its integrity and prevent its accidental removal. Care and maintenance 1. Check insertion site dressing daily for evidence of catheter movement, leakage and signs of infection. 2. Particular care should be taken when changing lines and dressing to ensure that the procedure does not damage the catheter (particularly kinking) and to prevent air embolism. 3. Daily check all connections of the system cautions 15. Pay particular attention when manipulating a sharp or pointed instrument (scissors, scalpel, needle, etc.) In the immediate vicinity of the catheter, to minimize the risk of damaging/cutting the catheter.". " the batch review shows that the devices are in compliance, there is no anomaly or deviation. The tensile strength measures are all above the minimum value of iso 10555-1 value (5n). The minimum is 8,7n and the average is 9,4n. The historical data analysis of complaints and incidents, shows that there is no other complaint or incident on this leadercath batch. Without the involved catheter, the root cause of this rupture cannot be defined. As this serious event occured 3 days after insertion and use, the most likely cause of rupture seems not linked to a catheter defect but to the usage of it.